Event description:
In 2009, this patient was being treated emergently for a traumatic transection of the descending thoracic aorta. A gore tag thoracic endoprosthesis was deployed and angiography revealed extravasation of contrast at the lesion site and small invaginations on the proximal and distal ends of the device which were resolved with re-ballooning. The device migrated proximally into the ascending thoracic aorta and aortic root during a second re-ballooning. Despite multiple attempts to pull the device down, the physician explanted the device during open repair and another gore tag thoracic endoprosthesis was placed distal to the left subclavian artery. The graft moved proximally and the physician decided not to balloon the device. Completion angiography revealed the graft was in a good position with good flow into the vessels, and no extravasation of contrast. The patient was stable after the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore instructions for use, the safety and effectiveness of the gore tag thoracic endoprosthesis has not been evaluated in the following patient populations: traumatic aortic transections.